Manufacturer narrative:
Continuation of d10: product ID: 3093-33; lot#: va03lks; implanted: on (B)(6) 2013; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. They reported that the actions taken to resolve the lead migration were the ins had been removed as it needs replacing. The device was removed on (B)(6) 2020 and scheduled to be replaced med on (B)(6).

Manufacturer narrative:
H6: fdm updated to b20. Imf codes f11 and f15 added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot#: va03lks, implanted: (B)(6) 2013, product type: lead .other relevant device(s) are: product ID: 3093-33, serial/lot #: (B)(4), ubd: 05-oct-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they could feel their right lead under the skin which was bothering them. The patient reported that they thought it migrated over time and didn¿t remember having this much pain with their lead wire. The patient stated that they had been implanted with two leads but that they had only ever used the right side since that worked best for them. The patient also stated that they had been having a lot of incontinence, urgency and frequency which they noted was what they got the interstim implanted for to treat. The patient reported that they have been having these symptoms for probably the last 2-3 months but they hadn¿t been able to go to their health care physician (hcp) for ¿treatments¿ or therapy management due to covid restrictions. The patient stated that they were hoping to follow up with their hcp as soon as they were able to. The patient was planning to use an acupressure home pen (for which they inquired compatibility for) as an alternative treatment to see if they could improve their symptoms in the meantime. The patient mentioned that they were aware that their ins device had about a year or less left on the battery life. The patient also inquired on if there was a new device model on the market as they were in need of an MRI of the hip due to labral tear in their right hip (not alleged to be related to the device/therapy). Patient services reviewed this information with the patient and recommended that the patient discuss with their hcp. The patient was redirected to follow up with their health care physician (hcp). There were no further complications reported.